Event description:
It was reported that this right ventricular (rv) lead looks like separated based on x-ray. Boston scientific technical services (ts) referred patient to physician. This rv lead remains in service. No adverse patient effects were reported.